Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to supraventricular tachycardia diagnosed as ventricular tachycardia. The event was observed during an in-clinic visit. Programming changes were made and the patient was stable after the event.